Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted. (B)(4). Concomitant medical products: item # 51-105160 / tprlc xr t1 pps/ lot #6133648. Item# 51-108050/ tprlc 133 mp t1 pps so/lot # 3644078. Item # 51-145140/ tprlc xr mp t1 pps /lot # 2866770. Item# 51-107150/ tprlc 133 mp type1 pps ho/ lot# 3195545. Item# 51-109060/ tloc 133 mp sp t1 ppsho / lot# 3714456. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01932, 0001825034-2020-01933, 0001825034-2020-01934, 0001825034-2020-01936, 0001825034-2020-01937.

Event description:
It was reported that during circulation of product, debris was found inside the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Evaluation of the photographs provided confirmed the sterile packaging blister and foam is damaged and there is debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. Therefore, the reported event is confirmed. Sterility was not compromised. DHR was reviewed and no discrepancies relevant to the reported event were found the root cause of the reported event it likely to be damage during transit causing the foam packaging to become abraded and shed. The event is being reviewed through the CAPA process. The device evaluation found the product to be conforming and sterility not compromised. Further, the event did not contribute to a serious injury; therefore, this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.